Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s lead was showing a short. When stated what the factors that led to the short it was said to be surgery. Impedance checks showed the left lead had the short. The surgeon would test the patient in clinic, but if the short was confirmed they would plan a lead replacement. The issue was not resolved at the time and no surgical intervention occurred or was planned at the time. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the surgery affecting the lead to cause the short wasn¿t determined. According to the rep. The short was confirmed, but the lead replacement wasn¿t scheduled yet, so the issue wasn¿t resolved. No further complications were anticipated.